Event description:
It was reported that during confirmation of a liberte 3.5 x 16 mm stent deployment by direct stenting technique, the intravascular ultrasound (ivus) catheter was caught on the stent distal edge at withdrawal. The lesion being treated was located in the left anterior descending (lad) artery proximal, 90% stenosed with calcification and average tortuous anatomy. In attempt to free the catheter, the physician disconnected the male/female luer, removed the imaging core, and inserted the guidewire into the lumen of the shaft. At this point, the ivus catheter was withdrawn. The pt's condition was reported "good".